Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to damage on charged coupled device unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. A root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: e227(scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on terminal of electrical connector, e227(scope communication error). The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited no image. The issue occurred during inspection for use. There were no reports of patient involvement.